Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: 90u4011 was provided, however, this is not a lot number manufactured by bd. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples, but 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for cracked tube with the incident lot was observed, however the pictures do not help to determine the specific product. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use with 5 unspecified bd blood collection tubes the tubes were discovered to be cracked. The following information was provided by the initial reporter: it is reported tube is cracked.